Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis also observed an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, however, the indentation was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, popped string was identified on a mega suturecut needle driver instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.